Event description:
In 2007, the lay user/patient contacted lifescan united kingdom alleging the one touch ultra 2 meter was reading inaccurately low. The medical affairs specialist sent follow-up questions to the technical service rep (tsr) to ask the pt. Six days earlier at work, the pt reports she began feeling very hot and thirsty. Her colleagues said that she was "talking rubbish" and incoherent. She described those symptoms as typical of hyperglycemia and was diagnosed as being in a state of diabetic ketoacidosis. She was administered intravenous fluids and potassium and kept in the hospital for treatment overnight. The pt felt better the next morning. The pt tested her blood glucose on her meter during the time she felt symptoms and obtained a result within range of 6.0 to 6.9 mmol/l. She was tested on the hospital meter immediately after and obtained a result of 14 mmol/l. The pt states that she usually obtains results of over 10.0 mmol/l when she experiences such symptoms. The pt believes the meter may have been reading inaccurately 2 weeks prior to the symptoms. The pt is a nurse so she has access to other meters in the hospital when she feels she has inaccurate readings. She also contacts her diabetic nurse but did not mention receiving any treatment. The pt was diagnosed with diabetes in approx two months earlier, and does not currently take any medications for diabetes. She is on a diet control and sometimes drinks water to treat her symptoms. She uses her readings as a record for her health care professional's knowledge and does not self-treat based on the readings. She tests her blood sugar four times per day. She is currently still not given any medications to control her diabetes. The tsr could not check the results against the meter memory during the troubleshooting telephone call. No other troubleshooting was performed. This complaint is being reported because the pt alleged the meter was reading inaccurately for two weeks prior to the incident, which may have delayed treatment. The pt may have used her readings to adjust habits per her health care professional. At the time of the incident, the meter reading was inconsistent with the symptoms suggesting the reading could be inaccurate. Based on statistical methodology, the calculated difference between the glucose results on the lifescan meter and hospital meter exceeds the expected value of <=30%. EU conclusion: this complaint is being reported because the pt alleged the meter was reading inaccurately for two weeks prior to the incident, which may have delayed treatment. The pt may have used her readings to adjust habits per her health care professional. At the time of the incident, the meter reading was inconsistent with the symptoms suggesting the reading could be inaccurate.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, life scan will inform FDA of the results in a supplemental report.